Manufacturer narrative:
When used in accordance with user instructions, the sling loops will not come off the hook as is described in this complaint. User guides provide clear instruction regarding the proper and safe use of the product. Included in the user instructions is the recommendation that the attachment of the clips and straps are under tension before lifting.